Manufacturer narrative:
Additional information provided: d.10. ***************************************** the customer's report that the maxzero leaked was confirmed. Visual inspection of the set noted the crack was along the top of the connector and extending along the collar threads in the direction of fluid flow. The crack was observed to be approximately opposite the injection gate. No other obvious damage or issue was observed. Functional testing confirmed leaking from the crack. The crack is considered as evidence that the integrity of the maxzero body may have been compromised. The cause of the leak was due to the observed crack along the connector's female access. The root cause of the observed damage was not identified.

Event description:
It was reported that flolan was being administered when the tubing leaked. It was reported that no patient care was delayed and it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
Patient information was requested, but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that flolan was being administered when the tubing leaked. It was reported that no patient care was delayed and it did not contribute to, or result in serious adverse impact to patient.